Event description:
Pt underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The pt tolerated the procedure well, and there were no adverse events. Pt was then hospitalized (B)(6) 2016 for tikosyn initiation. Then, on (B)(6) 2016, the pt was admitted for air embolism to brain, which was identified on a head CT. This embolism was suspected to be caused by an atrioesophageal fistula. That same day, the pt had a procedure done to repair the atrioesophageal fistula along with a partial esophagectomy. Further review of head CT showed that pt had severe right sided and moderate-severe left sided stroke. On (B)(6) 2016, the pt died.